Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a customer had issues with the e-100 during the procedure. The customer called into technical support and the technical support engineer (tse) was informed that the e-100 was not working. The customer explained they had power cycled the e-100 3 times with no change. The customer moved the bipolar cable to the erbe and energy issue was restored. The customer explained they completed the procedure with no further issues prior to calling for support. The customer is requesting the field service engineer (fse) to follow up to verify the e-100. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse performed a system reset to correct the reported issue. There were no parts replaced. The system was tested and verified as ready for use. No image or procedure video was provided for review. A log review confirmed the procedure date of 0(B)(6) 2022 on system sk0291. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.